Event description:
Synovitis [synovitis]. Right knee effusion (both knees) [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female pt (age not provided), initials unk, with osteoarthritis (kellgren-lawrence, grade 3 for left knee and grade 4 for right knee with no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from oct 1997 to jul 2010. The pt's medical history was significant for previous medical device implantation with synvisc (hylan g-f 20); (first course). It was reported that the pt was (B)(6) at the time of first course of first synvisc injection. On (B)(6) 2005, the pt initiated treatment with intra-articular synvisc injection of second course in both knees, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2005, the pt experienced synovitis of both knees (moderate). On an unspecified dates in (B)(6) 2005, 25 cc fluid was aspirated from right knee which was clear yellow and 24 cc fluid was aspirated from left knee which was clear yellow (knee effusion; both knees). It was reported that the pt received treatment with intra muscular betamethasone, at a dose of 1.3 cc; intra-articular betamethasone, at a dose of 0.75 cc and xylocaine (lidocaine) at a dose of 1 cc for the events of synovitis of both knees and knee effusion in both knees. On (B)(6) 2005 (after seven days), the pt recovered from the event of synovitis of both knees. Action taken with synvisc treatment was not provided. The outcome for the event of knee effusion in both knees was not provided. Concomitant medications were not provided. The intensity for both the events was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis of both knees as definite and did not provide the relationship with knee effusion in both knees. F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from oct 1997 to jul 2010. The benefit risk profile of the product is not altered by this report.